Manufacturer narrative:
Quality safety evaluation received on 10-oct-2016: (B)(4). The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed. User attempts to reposition or remove the catheter assembly could lead b either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper. This action could also lead to breakage of the outer coil of the micro-insert. No sample available for this investigation. Since we have no valid lot number for this case, we ere unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect of device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions re taken to minimize the residual risk. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar adverse event not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. Based on the provided information the defect type /usability issue corresponds to the following med dra llts: device breakage and device removal failed. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to a female who had essure (fallopian tube occlusion insert) placed in or around 2013 for permanent birth control. Sometime following the procedure, she began suffering from excruciating pains to her abdomen and heavy bleeding. Around three years later, it was determined that one of the essure had migrated. She underwent a surgery to remove fallopian tubes and essure coils on or about (B)(6) 2016, but physician was unable to completely remove the essure coils because fragments broke off during removal procedure. Abdominal pain, genital bleeding, device dislocation and device breakage are listed events for essure. Considering compatible temporal relationship and lack of plausible alternative explanation, all events are assessed as related to the device. This case is regarded as incident since device removal was required. According to technical analysis, a quality defect was not confirmed but considered plausible. Further information will be obtained through litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of the essure had migrated/migration of essure device"), embedded device ("distal side was embedded within the tube that was removed"), genital haemorrhage ("heavy bleeding"), abdominal pain ("excruciating pains to her abdomen and other parts of her body") and device breakage ("unable to complety remove the essure coils because fragments broke off during removal procedure") in a 27-year-old female patient who had essure (batch no: b40024) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "unable to complety remove the essure coils because fragments broke off during removal procedure" on (B)(6) 2016. The patient's past medical history included multiparous. Concurrent conditions included cramp in lower abdomen and ovarian cyst. Concomitant products included diazepam (valium), ketorolac tromethamine (toradol), medroxyprogesterone acetate (provera), misoprostol (cytotec), para-seltzer (excedrin), progesterone (prometrium) and sumatriptan. In september 2013, the patient experienced migraine ("painful migraines/migraine"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and headache ("headaches"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, 2 years 9 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("unable to complety remove the essure coils because fragments broke off during removal procedure"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), pain ("excruciating pains to other parts of her body"), abdominal distension ("severe abdominal bloating"), uterine cyst ("cyst had developed on the side of the uterus"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vulvovaginal pain ("vaginal pain") and allergy to metals ("nickel allergy"). The patient was treated with sumatriptan (imitrex), surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes), surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, embedded device, genital haemorrhage, abdominal pain, device breakage, complication of device removal, pain, abdominal distension, migraine, uterine cyst, vaginal haemorrhage, menorrhagia, dysmenorrhoea, headache and vulvovaginal pain outcome was unknown and the allergy to metals was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, complication of device removal, device breakage, device dislocation, dysmenorrhoea, embedded device, genital haemorrhage, headache, menorrhagia, migraine, pain, uterine cyst, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: one loop seen from tubal ostia after removal of introducer, two loops seen from tubal ostia after removal of introducer. Tolerated procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2013: total bilateral occlusion/bilateral tube blockage concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea, headache, device dislocation, pelvic pain, vaginal haemorrhage. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: device embedment. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of the essure had migrated/migration of essure device"), embedded device ("distal side was embedded within the tube that was removed"), genital haemorrhage ("heavy bleeding"), abdominal pain ("excruciating pains to her abdomen and other parts of her body") and device breakage ("unable to complety remove the essure coils because fragments broke off during removal procedure") in a 27-year-old female patient who had essure (batch no. B40024) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "unable to complety remove the essure coils because fragments broke off during removal procedure" on (B)(6) 2016. The patient's past medical history included multiparous. Concurrent conditions included cramp in lower abdomen and ovarian cyst. Concomitant products included diazepam (valium), ketorolac tromethamine (toradol), medroxyprogesterone acetate (provera), misoprostol (cytotec) and progesterone (prometrium). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced migraine ("painful migraines/migraine"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and headache ("headaches"). On (B)(6) 2016, 2 years 9 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("unable to complety remove the essure coils because fragments broke off during removal procedure"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), pain ("excruciating pains to other parts of her body"), abdominal distension ("severe abdominal bloating"), uterine cyst ("cyst had developed on the side of the uterus"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vulvovaginal pain ("vaginal pain"). The patient was treated with sumatriptan (imitrex) and surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, embedded device, genital haemorrhage, abdominal pain, device breakage, complication of device removal, pain, abdominal distension, migraine, uterine cyst, vaginal haemorrhage, menorrhagia, dysmenorrhoea, headache and vulvovaginal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, complication of device removal, device breakage, device dislocation, dysmenorrhoea, embedded device, genital haemorrhage, headache, menorrhagia, migraine, pain, uterine cyst, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: one loop seen from tubal ostia after removal of introducer, two loops seen from tubal ostia after removal of introducer. Tolerated procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion/bilateral tube blockage. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea, headache, device dislocation, pelvic pain, vaginal haemorrhage. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: device embedment. Most recent follow-up information incorporated above includes: on 1-mar-2018: medical records received. Events per mr: the distal side was embedded within the tube that was removed was added. Patient's medical history added, concomitant medications added. Laboratory data was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of the essure had migrated/migration of essure device"), genital haemorrhage ("heavy bleeding") and abdominal pain ("excruciating pains to her abdomen and other parts of her body") in a 27-year-old female patient who had essure (batch no. B40024) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "unable to complety remove the essure coils because fragments broke off during removal procedure" on (B)(6) 2016. In (B)(6) 2013, the patient experienced migraine ("painful migraines/migraine"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and headache ("headaches"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, 2 years 9 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2016, the patient experienced device breakage ("unable to complety remove the essure coils because fragments broke off during removal procedure") and complication of device removal ("unable to complety remove the essure coils because fragments broke off during removal procedure"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), pain ("excruciating pains to other parts of her body"), abdominal distension ("severe abdominal bloating"), uterine cyst ("cyst had developed on the side of the uterus"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)), surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)) and surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, abdominal pain, device breakage, complication of device removal, pain, abdominal distension, migraine, uterine cyst, vaginal haemorrhage, menorrhagia, dysmenorrhoea, headache and vulvovaginal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, complication of device removal, device breakage, device dislocation, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pain, uterine cyst, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion/bilateral tube blockage most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received : new reporter was added, patient demographic details added, product start and stop date updated, lot number added, event was clubbed- one of the essure had migrated/migration of essure device. Event was added- vaginal bleeding, menorrhagia,dysmenorrhea,headaches,pelvic pain,vaginal pain incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on (B)(6) 2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) placed in or around 2013. In or around 2013, plaintiff visited her healthcare professional to discuss permanent forms of birth control. She had two essure coils implanted into her body in or around 2013. Sometime following the procedure, she began suffering from excruciating pains to her abdomen and other parts of her body, severe abdominal bloating, painful migraines, heavy bleeding and more. There was no indication to her that the symptoms were related to the essure device inside her body. After seeking treatment from multiple healthcare providers, it was determined on or around (B)(6) 2016 that one of the essure had migrated. Her doctor scheduled a removal surgery for (B)(6) 2016. However, the pain and bleeding from which plaintiff was suffering was so severe, the surgery was moved up. On or about (B)(6) 2016, she was forced to undergo a surgery to remove her fallopian tubes and the essure coils. Physician was unable to completely remove the essure coils because fragments broke off during the removal procedure. It was also informed that, at the time of the removal surgery, a cyst had developed on the side of her uterus, which was not previously present. In addition, it was informed that the severe and painful symptoms that necessitated her removal surgery and other complications identified herein and/or which will be established by the records were directly and proximately caused by failure to disseminate truthful, accurate, and adequate information regarding the risk profile of essure. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to a female who had essure (fallopian tube occlusion insert) placed in or around 2013 for permanent birth control. Sometime following the procedure, she began suffering from excruciating pains to her abdomen and heavy bleeding. Around three years later, it was determined that one of the essure had migrated. She underwent a surgery to remove fallopian tubes and essure coils on or about (B)(6) 2016, but physician was unable to completely remove the essure coils because fragments broke off during removal procedure. Abdominal pain, genital bleeding, device dislocation and device breakage are listed events for essure. Considering compatible temporal relationship and lack of plausible alternative explanation, all events are assessed as related to the device. This case is regarded as incident since device removal was required. A product technical complaint analysis is being sought. Further information will be obtained through litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of the essure had migrated/migration of essure device"), embedded device ("distal side was embedded within the tube that was removed"), genital haemorrhage ("heavy bleeding"), abdominal pain ("excruciating pains to her abdomen and other parts of her body") and device breakage ("unable to completely remove the essure coils because fragments broke off during removal procedure") in a 27-year-old female patient who had essure (batch no. B40024) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "unable to complety remove the essure coils because fragments broke off during removal procedure" on (B)(6) 2016. The patient's past medical history included multiparous. Concurrent conditions included cramp in lower abdomen and ovarian cyst. Concomitant products included diazepam (valium), ketorolac tromethamine (toradol), medroxyprogesterone acetate (provera), misoprostol (cytotec), para-seltzer (excedrin), progesterone (prometrium) and sumatriptan. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced migraine ("painful migraines/migraine"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and headache ("headaches"). On (B)(6) 2016, 2 years 9 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("unable to complety remove the essure coils because fragments broke off during removal procedure"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), pain ("excruciating pains to other parts of her body"), abdominal distension ("severe abdominal bloating"), uterine cyst ("cyst had developed on the side of the uterus"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vulvovaginal pain ("vaginal pain") and allergy to metals ("nickel allergy"). The patient was treated with sumatriptan (imitrex) and hysterectomy (full) and bilateral salpingectomy and essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, embedded device, genital haemorrhage, abdominal pain, device breakage, complication of device removal, pain, abdominal distension, migraine, uterine cyst, vaginal haemorrhage, menorrhagia, dysmenorrhoea, headache and vulvovaginal pain outcome was unknown and the allergy to metals was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, complication of device removal, device breakage, device dislocation, dysmenorrhoea, embedded device, genital haemorrhage, headache, menorrhagia, migraine, pain, uterine cyst, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: one loop seen from tubal ostia after removal of introducer, two loops seen from tubal ostia after removal of introducer. Tolerated procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion/bilateral tube blockage . Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea, headache, device dislocation, pelvic pain, vaginal haemorrhage. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: device embedment. Most recent follow-up information incorporated above includes: on 9-jul-2018: internal correction on device evaluation codes. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of the essure had migrated/migration of essure device"), embedded device ("distal side was embedded within the tube that was removed"), genital haemorrhage ("heavy bleeding"), abdominal pain ("excruciating pains to her abdomen and other parts of her body") and device breakage ("unable to complety remove the essure coils because fragments broke off during removal procedure") in a 27-year-old female patient who had essure (batch no. B40024) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "unable to complety remove the essure coils because fragments broke off during removal procedure" on (B)(6) 2016. The patient's past medical history included multiparous. Concurrent conditions included cramp in lower abdomen and ovarian cyst. Concomitant products included diazepam (valium), excedrin [acetylsalicylic acid,caffeine,paracetamol,salicylamide], ketorolac tromethamine (toradol), medroxyprogesterone acetate (provera), misoprostol (cytotec), progesterone (prometrium) and sumatriptan. In (B)(6) 2013, the patient experienced migraine ("painful migraines/migraine"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and headache ("headaches"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, 2 years 9 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("unable to complety remove the essure coils because fragments broke off during removal procedure"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), pain ("excruciating pains to other parts of her body"), abdominal distension ("severe abdominal bloating"), uterine cyst ("cyst had developed on the side of the uterus"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vulvovaginal pain ("vaginal pain") and allergy to metals ("nickel allergy"). The patient was treated with sumatriptan (imitrex) and surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, embedded device, genital haemorrhage, abdominal pain, device breakage, complication of device removal, pain, abdominal distension, migraine, uterine cyst, vaginal haemorrhage, menorrhagia, dysmenorrhoea, headache and vulvovaginal pain outcome was unknown and the allergy to metals was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, complication of device removal, device breakage, device dislocation, dysmenorrhoea, embedded device, genital haemorrhage, headache, menorrhagia, migraine, pain, uterine cyst, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: one loop seen from tubal ostia after removal of introducer, two loops seen from tubal ostia after removal of introducer. Tolerated procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion/bilateral tube blockage. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea, headache, device dislocation, pelvic pain, vaginal haemorrhage. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: device embedment. Most recent follow-up information incorporated above includes: on 9-jul-2018: pfs received:the event allergy to metal added. Reporters added. Outcome of event allergy to metal added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.